Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that the needle was exposed from a broken safety sleeve on a bd phaseal injector luer lock (n35c). There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle was exposed from a broken safety sleeve on a bd phaseal¿ injector luer lock (n35c). There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: one sample unit was received for evaluation by our quality engineer team. Upon visual inspection of the sample, the injector was observed damage as the grips of the safety sleeve were out of place. As a lot number is unknown for this incident, a review of the production history inspection records could not be performed. Inspections and tests performed during the manufacturing process to avoid faulty parts are listed below: visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). Critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. Inspections and tests performed during the assembly process performed by the operator: safety sleeve must be connected and should be turning with the cylinder and piston. The functionality of the grips is verified. Verify the correct welding of the membrane, color and aspect. Cylinder assembly. Piston must be fixed by the safety sleeve. Needle housing should rotate clockwise and tip of the cannula must be observed. - cannula length (with a calliper gauge). Functionality and piston welding test: quality and functionality of the membrane is verified after be welding and penetrated by the cannula. If the injector is not properly engaged/disengaged breakage can occur resulting in needle exposure. It is important to hold onto the white component of the injector before disengaging and engaging the injector, one should not touch the blue safety sleeve. If the grips of the safety sleeve are dislocated, the injector is activated and the needle is exposed. When removing the injector, it must be pulled straight back; if it is not removed this way, the grips are dislocated and needle exposure occurs. If the injector has been forced while engaging, the grips may also become damaged. Conclusion: the exposure of the needle is caused due to the breakage of the safety sleeve. The breakage occurs when the injector is not properly disengage. It was determined that no CAPA is required as the defect is caused by the user.

Event description:
It was reported that the needle was exposed from a broken safety sleeve on a bd phaseal¿ injector luer lock (n35c). There was no report of exposure, injury, or medical intervention.